Event description:
It was reported that the patient experienced diaphragmatic stimulation while lying on their left side. The outputs were lowered and the left ventricular (lv) lead remains in use. It was noted that the patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.